Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting oversensing due to far-field signals, and undersensing on the right atrial (ra) channel; despite current post ventricular atrial blanking settings. Technical services (ts) was consulted and recommended reprogramming options and lead revision. This ICD remains in service. No adverse patient effects were reported.